Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the coil (subject device) used was released within the microcatheter prior to being implanted. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The coil delivery wire was not returned while the main coil was returned detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed. The device failed to meet specifications when returned for analysis. It is probable that the device was damaged during advancement through the patients anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the reported ¿main coil prematurely detached/separated during use¿ and as analysed ¿nv- main coil kinked/bent' as the issue is associated with a product that meets stryker design manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure the coil (subject device) used was released within the microcatheter prior to being implanted. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.